Manufacturer narrative:
Submit date: 12/05/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a beta cap adapter. The customer states that a hole (hairline fracture) was formed where adapter met the pd catheter. The adapter was repaired and the catheter was not pulled an replaced. The patient was given antibiotics as a precaution. No patient injury.

Manufacturer narrative:
The customer noticed a hairline fracture where the beta-cap adapter connects to the peritoneal dialysis catheter. The adapter was repaired and the catheter was not pulled or replaced. The patient was given antibiotics as a precaution. No patient injury. Since the adapter was not replaced, there was no sample that was returned for further evaluation. A device history record (DHR) review was performed for the lot number identified by the customer, 329704x. The DHR review indicated that there was no quality issues associated with the reported defect mode. The complaint was investigated, but since no sample was returned to covidien the defect could not be confirmed and the probable root cause cannot be determined. Complaint trending information is being reviewed on a monthly basis by covidien and if a trend is observed, actions are taken as necessary. It should be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.